Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: as they were delivering chemotherapy drugs through a secondary line, the secondary bag emptied sooner than expected significantly sooner. There were no patient injuries/issues reported with these deliveries. There was patient involvement but no patient harm.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: as they were delivering chemotherapy drugs through a secondary line, the secondary bag emptied sooner than expected significantly sooner. There were no patient injuries/issues reported with these deliveries. There was patient involvement but no patient harm.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: (B)(6) 2022. H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline and attached to a bd secondary set filled with blue dye water. The set was placed into an alaris pump and infused at a rate of 125 ml/hr for 1 hr. The fluid was flowed into an empty beaker. At the end of the infusion there was no observation of backflow or overinfusion. The customer complaint that the secondary line and in both cases the secondary bag emptied sooner than expected could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the 2 possible lots: a device history record review for model 24600-0007 lot number 21116403 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 24600-0007 lot number 21116389 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.